Event description:
The hospital reported that during an endoscopic vein harvesting procedure, during branch ligation it was noted the hemopro 2 device was not cutting or coagulating effectively. Upon inspection it was noted silicone tips were becoming dislodged. A new vasoview hemopro 2 evh system was obtained. The case was completed successfully with no harm or injury to the pt. The product was returned.

Manufacturer narrative:
Investigation summary: a visual inspection revealed that the heater was bent up in the middle, the tip of the cold jaw boot was dislodged, and the jaws were burnt. There was heavy tissue debris in the jaws and some evidence of blood on the handle. Resistance and jaw force measurements passed specifications. A functional test evaluating the thermal shut-down performance of the unit was performed on the returned device using a reference power supply and cable. The device performed according to specifications during the device activation. The distal jaw tips assembly was opened up and a small tear was found in the shrink tubing on the welder unit wire. Based upon this observation, the reported complaint for "not cutting effectively and silicon boot dislodged" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. (B)(4).